Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog #00630505832, trilogy longevity crosslinked polyethylene liner, lot #62088666 manufactured by zimmer (B)(4). Product returned for evaluation 10-01-2015.

Event description:
It is reported the liner would not seat due to the locking ring. A new locking ring from a different shell was used.

Manufacturer narrative:
The original locking ring and liner were returned for review. As returned, the locking ring is bent and distorted with the tabs being no longer coplanar. The locking ring's thickness is conforming to print specifications. The shell's manufacturing documentation was reviewed with no deviations or anomalies noted. The devices were used in treatment. The devices were confirmed as compatible. Surgical technique states, "if upon inspection, during primary or revision surgery, it is determined that the locking ring is not functioning properly or has become damaged, it must be replaced." No additional complaints have been received from the manufacturing lot of the shell. With the information provided, it appears that the locking ring was not in its intended position prior to liner insert